Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 1998, device implantation date, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device implantation was performed at: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a protegen sling system was implanted on (B)(6) 1998. According to the complainant, the patient had been experiencing painful and serious complications including but not limited to: abnormal bleeding, constant, excruciating pain, and mesh erosion and exposure, which required multiple medical treatments and operations to correct. As a result of the mesh implantation, the patient has experienced significant mental and physical pain and suffering. In addition, she reportedly has suffered permanent injury, financial or economic loss, including but not limited to obligations for medical services and expenses, and/or lost income, and other damages.